Event description:
The device was applied during an unspecified thoracoscopic procedure. Reportedly, the instrument was difficult to remove from tissue. The surgeon resected the tissue and applied another device. The second instrument was also difficult to open. The instrument was opened by manual manipulation and the surgeon applied suture to reinforce the application site.